Event description:
It was reported that the foley catheter seemed to leak after in for several days and stated the catheter was leaked around the catheter. It was noted that the patient had been using this product more than 90 days. Per follow up via phone on 05jan2022 the customer stated that they had used two different kinds of catheters and still experienced urine leakage from the urethra insertion area. It was also stated that the patient did not experience any urinary tract infections or any medical intervention. The customer stated that they thought the leakage was due to the patients own anatomy. Also stated that the patient was trying to get a urologist to do something about it.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned for evaluation. The potential root cause for this failure could be bad fit with shaft/no drainage eye/ poorly seated balloon /bladder neck interface. The lot number was unknown; therefore, the device history record could not be reviewed. Unable to perform labeling review due to unknown product code. Although the product family was unknown, the (unknown latex foley catheter) product ifus were found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the foley catheter seemed to leak after in for several days and stated the catheter was leaked around the catheter. It was noted that the patient had been using this product more than 90 days. Per follow up via phone on (B)(6) 2022 the customer stated that they had used two different kinds of catheters and still experienced urine leakage from the urethra insertion area. It was also stated that the patient did not experience any urinary tract infections or any medical intervention. The customer stated that they thought the leakage was due to the patients own anatomy. Also stated that the patient was trying to get a urologist to do something about it.